Event description:
On 6/13/97 at 8:45 pm, the nurse observed the pump light was on but no "cc per hour" were showing on the panel and no drops were noted in the sight chamber. Resident did not receive the amount of tube feeding ordered. Resident became hypoglycemic. Glucose im 12 given. The resident was sent to the hospital and admitted. One pt involved.